Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high voltage therapy failed to convert the patient out of arrhythmia. It was mentioned that a new lead would be added to the system, but the patient was not in a condition for the procedure. Programming change was made at this time. The patient was stable and being monitored.

Event description:
New information received notes that the patient presented in emergency department on (B)(6) 2021 after received shock therapies and palpitations. The ineffective shocks were possibly due to the patient's condition. No device malfunction was noted. Transesophageal echocardiogram on (B)(6) 2021 revealed left atrial thrombus. Medication were optimized and the patient was discharged.